Event description:
On (B)(6) 2014 at the (B)(6), (B)(6) it was reported that the hcu 40 serial number 90440139 displayed a low flow alarm on the cardioplegia side. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) technician and the 3 way valve actuator was found to be defective and was replaced. (B)(4).